Manufacturer narrative:
Evaluation of the returned jet7 confirmed small holes in the distal shaft. Further evaluation of the device revealed an ovalization in the distal shaft. If the device is forcefully gripped or pinched during use, damage such as an ovalization may occur. This ovalization likely contributed to the holes in the catheter. During decontamination, the jet7 was flushed with air while submerged in the bleach solution, and bubbles were observed coming from the small holes at the ovalized location in the catheter. Further evaluation of the device revealed kinks in the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter and a guidewire. During the procedure, the physician completed one pass using the jet7; however, no clot was removed. The physician then removed the jet7 to flush. Then, upon flushing, it was noticed that there was a small hole on the distal part of the jet7. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), the same neuron max and the same microcatheter. There was no report of an adverse effect to the patient.